Event description:
Surgeon placed iol implant. Noted a defect in lens. Attempted to remove lens which tore at area of defect. Unable to retrieve entire lens so partial lens left in eye. Silicone gel applied to stabilize. A second box was opened that also had a defect noted in lense.